Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus sales representative reported on behalf of a customer, during a hysterectomy, the thunderbeat experienced a breakage of the active blade within 10 to 15 minutes of use. The normal duration of the procedure was 90 minutes due to the incident, with an additional 10 minutes. The therapeutic hysterectomy was completed using another similar device. There was no report of patient harm or injury associated with this event. Usage of subject device the usg-400 (ultrasonic generator) software version was 2.00. The setting of itm (intelligent tissue monitoring) ¿on¿ when the thunderbeat was used. In the hospital, the setting of itm is usually ¿on¿ when the thunderbeat was used. The user understood characteristics of itm functionality. The user did not change the itm setting during the procedure.